Event description:
A malfunction alarm was reported after the customer performed a reset on their pump. There was no adverse impact to the customer¿s blood glucose level. The customer utilized an alternate form of insulin therapy, specifically multi-dose insulin (mdi), and technical support arranged for a replacement pump. Instructions were given for storing the pump before returning it, and the customer acknowledged these directions.